Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for an endo-bentall procedure. The valve was sutured into a modified non-abbott endo-graft. During the procedure the physician accidentally deployed the valve in the sinus of valsalva (sov). The patient was transferred to cardiac surgery to remove the device and repair the aortic root. The patient status was hospitalization.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of improper valve deployment during an off-label endo-bentall procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported use of device problem appears to be procedural circumstances. The reported surgical intervention was a result of case-specific circumstances as the device was removed surgically and aortic root repair was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿pre-implantation precautions: the safety and effectiveness of the navitor¿ valve and flexnav¿ delivery system have not been evaluated in the following patient populations: ¿ congenital unicuspid or bicuspid valve, or any leaflet configuration other than tricuspid¿.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for an endo-bentall procedure. The valve was sutured into a modified non-abbott endo-graft. During the procedure the physician accidentally deployed the valve in the sinus of valsalva (sov). The patient was transferred to cardiac surgery to remove the device and repair the aortic root. The patient status was hospitalization.